Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during a procedure with the subject device, sometimes the image of the subject device disappeared. The procedure was completed with the subject device. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the image of the subject device disappeared at the angulation operation of the subject device and the cable of the subject device was broken. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Omsc surmised that the reported phenomenon occurred since the cable of the subject device was broken.